Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the rotawire guide wire fractured. The patient presented for a coronary angioplasty. During the procedure, a calcific occlusion was found in the circumflex artery. The rotawire guide wire was advanced towards the distal circumflex. During the exchange of a micro catheter the rotawire guide wire fractured from the trunk to the circumflex. An unsuccessful attempt was made to remove the rotawire guide wire with a snare. It was then decided to advance a non-bsc micro catheter and a new rotawire guide wire towards the distal circumflex. Later, the fractured rotawire guide wire from the trunk to distal circumflex was completely excluded by implanting a synergy 3.5 x 38mm stent. There were no further patient complications and the patient status was noted as stable.